Manufacturer narrative:
Broken siderail assist cable.

Event description:
It was reported by service report that the side rail would not lower or raise. No patient involvement or adverse consequences are reported.